Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer's blood glucose had run low. The blood glucose reading was 45 mg/dl. The customer had a diabetic seizure but was not hospitalized. The drive support cap appeared normal and recessed. The caller was unable to complete troubleshooting and was advised to call back with the customer and insulin pump available to complete troubleshooting. The insulin pump was not returned or replaced.